Manufacturer narrative:
Follow-up #1 date of submission 03/22/2017-product analysis: the device was returned and evaluated by product analysis on 02/28/2017 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box indicated no abnormal pump behavior. The black box shows an unexplained loss of prime on (B)(6) 2017 at 06:20. Pump was powered back on (B)(6) 2017 at 14:31. A no cartridge detected waring was recorded on (B)(6) 2017 at 14:47; deliveries never resumed. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose of 600 mg/dl with nausea and large ketones. The patient required no unusual treatment and was referred to an hcp for diabetes management the reporter has lost confidence in the pump and was unwilling to troubleshoot. This complaint is being reported because of an allegation of inaccurate delivery and because. The patient experienced hyperglycemia.